Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, after the device was fired, the anvil head remained in the intestinal tract when the device was pulled out. The site was near the anus, so the anvil head was pulled out with fingers. There was no patient injury.